Event description:
The device delivered inappropriate high voltage therapy. During device interrogation, an alert message of possible output circuit damage and high impedance were observed. As a result, the lead was capped and the device was explanted and replaced.